Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump when bolusing. The customer's blood glucose at the time of the call was unknown. Troubleshooting could not be done because the alarm was a past event. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.